Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. The customer declined further assistance from tandem technical support regarding the issue. Reportedly, the cartridge and infusion set were changed to address the issue. Customer's blood glucose was 200 mg/dl.